Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the study had blue lines and the customer would send in data for review. The study will be repeated. There was no patient harm.

Manufacturer narrative:
Device evaluation the accuview graph from the study was returned for evaluation. The total time of the study was 47:57 hours indicating a full study and proper function of the bravo recorder. The ph readings were found to progressively increase to signals above 8ph. A reading above 8ph is considered an out of range value causing the appearance of the blue lines on the graph. High ph values appear repeatedly throughout this study. If information is provided in the future, a supplemental report will be issued.